Manufacturer narrative:
(B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced bleeding, lower abdominal pain, mesh extrusion, bowel problems, emotional and psychological distress. The mesh remains implanted. No further complications have been reported in relation to this event.